Manufacturer narrative:
H6- correction (removed 2423, added 2993), b2.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 576-577 mg/dl and 1.1 mmol/l ketone level resulting in a hospitalization. Cause of elevated bg/ketones was not known. Customer delivered correction boluses to address bg. Customer received fluids via a drip and lantus insulin administered via manual injections as treatment while hospitalized. Customer was released from the hospital a couple hours later with the issue resolved and no permanent damage.